Event description:
An ophthalmologist reported that a pt with a history of glaucoma underwent surgery to reposition their intraocular lens using healon (hyaluronate sodium) for anterior chamber constitution. The operation took place in 2004 and following surgery, on the same day, the pt complained of headache. The reporting ophthalmologist considered that the event was caused by increased intraocular pressure due to remaining healon. Therapeutic measures taken as a result of the events included mannitol (d-mannitol, drip infusion) and acetazolamide (diamox). At the time of report the pt was recovering.